Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve leak occurred. It was reported that when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was inserted into the patient, the physician noticed that something was wrong with the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. There was resistance when advancing the dilator into the sheath. They noted that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large had been connected to irrigation. Upon inspection of the sheath and after the sheath was removed from the patient, it was discovered that there was blood in the transparent part of the proximal valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the procedure continued without further issues. The hemostatic valve was not broken/separated. It did not dislodge inside the hub, not enough information on if it dislodged outside the hub. The brim cap/hub did not detach from the sheath. No air entered the patient¿s body. The approximate volume of blood that was lost was 2 to 5 ml approx. The customers reported resistance issue with the sheath is not reportable since an increased potential for patient injury due to this issue is remote. This event is reportable for the hemostatic vale leak.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve leak occurred. It was reported that when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was inserted into the patient, the physician noticed that something was wrong with the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. There was resistance when advancing the dilator into the sheath. They noted that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large had been connected to irrigation. Upon inspection of the sheath and after the sheath was removed from the patient, it was discovered that there was blood in the transparent part of the proximal valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the procedure continued without further issues. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device 00002132 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).